Event description:
Literature: allert n, kirsch h, weirich w, karbe h. Stability of symptom control after replacement of impulse generators for deep brain stimulation. J neurosurg, 2009 ; 110(6) :1274-1277. Summary: this article presented a retrospective review of 56 implantable neurostimulator replacements performed in 42 patients between (B) (6) 2004 and (B) (6) 2008. The study evaluated the stability of symptom control after stimulator replacement in patients receiving dbs for various movement disorders including parkinson's disease, essential tremor, dystonia, multiple sclerosis, and cerebellar tremor. Reportable event: one patient experienced reduced symptom control after replacement. Troubleshooting revealed a short circuit of the active electrode contact. A neighboring contact was found, which provided clinical efficacy. Reprogramming resulted in satisfactory symptom control without the necessity of further surgical revision.

Manufacturer narrative:
(B) (4).